Event description:
The lead was capped on (B)(6) 2012. Due to non capture at max device output (5.0v@2.0ms) obs/comp/oos form: the procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).